Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection revealed that the power cord was damaged. The service document did not identify any alarm that would indicate a damaged power cord. The cause of the damaged power cord was not determined. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged power cord. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.